Manufacturer narrative:
(B)(4). Review of lot f1729301, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) 6f/7f shuttle didn't move forward, so the doctor tried to move shuttle and the handle broke from the body. The device storage temperature did not exceed 25 °c. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity. The patient¿s bmi was not > 40 kg/m2. The patient was not morbidly obese. The mynx vcd was prepped according to IFU instructions. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a percutaneous coronary intervention (pci) procedure. The angle of access was between 30 and 45 degrees. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. Hemostasis was achieved via manual compression which was applied for 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) 6f/7f shuttle didn't move forward, so the doctor tried to move shuttle and the handle broke from the body. The device storage temperature did not exceed 25 °c. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity. The patient¿s bmi was not > 40 kg/m2. The patient was not morbidly obese. The mynx vcd was prepped according to the instructions for use (IFU). The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a percutaneous coronary intervention (pci) procedure. The angle of access was between 30 and 45 degrees. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. Hemostasis was achieved via manual compression which was applied for 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1729301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are warned to not use if components or packaging appear to be damaged or defective. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
This follow up report was created in error.